Event description:
Bd phaseal device became separated with a patient on 5-fu at home. This failure resulted in a chemo spill. The patient successfully cleaned up the spill and clamped the line. The patient did not receive her full dose. Therefore, this device failure resulted in the ime of a chemo spill and medication error of wrong dose administered.